Event description:
It was reported that during an implant attempt, the balloon catheter would not deflate on its own after inflating. Another catheter was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mechanical operation of the balloon catheter was occluded. The balloon would not inflate at time of analysis. Visual summary analysis of the catheter indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.